Event description:
It was reported that: while ventilating a patient, the device stopped ventilating the patient and shut down. On power up, the display screen was flashing and was unreadable. The patient was transferred to another device. No patient injury reported.